Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, no conditions could be associated with the reported event. A potential root cause could be incorrect sac fitting technique causing crease sac/mechanical failure or user related (example: contact with sharp object)/ exposure to petrolatum based products). Pfmea ra87p010, rev 17 (sac fitting) was reviewed for this investigation. The reported event is addressed in step/item#3. A potential root cause for this failure mode could be incorrect sac fitting technique causing crease sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU was attached in the investigation overview tab. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day after placement, spontaneous removal occurred due to balloon rupture.

Event description:
It was reported that one day after placement, spontaneous removal occurred due to balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.